Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that when the analyzer was connected to the device, it revealed low r-waves. It was later noted that the r-waves were increasing. The device remains in use. No patient complications have been reported as a result of this event.